Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be relocated. The lead will also be revised for an unknown reason.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be relocated. The lead will also be revised for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads will be moved up to a higher location to provide better coverage for the patient¿s pain area in the neck.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be relocated. The lead will also be revised for an unknown reason.

Manufacturer narrative:
Update to the initial MDR in field e1. Additional information was received that the leads will be moved up to a higher location.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm; model#: sc-2366-70, serial #:(B)(4), description: linear 3-6 lead, 70cm.